Manufacturer narrative:
A sample has not been returned for investigation. A root cause has not been identified. (B)(4).

Event description:
A surgeon reported that air came out from the tip of the probe during surgery. The probe was exchanged and the procedure was completed with no harm to the pt.